Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/15/2017, that on (B)(6) 2017, the receiver displayed errhwrf. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver was re-booted, the unit displays initialization screen and continuously resets. The receiver case was opened for interior inspection and passed. The flash memory chip u8 was defective and unable to download log. The reported event of an error icon display was not confirmed. The root cause could not be determined.